Event description:
As reported by the user facility: potential contribution of pump to the IV infiltration and subsequent compartment syndrome that resulted in patient needing a fasciotomy. More information to come pending customer sending answers to additional questions. Major concern is not receiving a downstream occlusion alarm but customer recognized pump is measuring pressure in line down through IV not in surrounding area.